Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer's blood glucose (bg) level was 595-600 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room with moderate ketones. Customer was treated with manual injections and was discharged the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.